Event description:
It was reported that atypical tip damage occurred. A transcatheter aortic valve replacement procedure was being performed with use of a 14f isleeve introducer sheath for femoral access. The patient's femoral anatomy contained mild calcification, mild stenosis, and mild tortuosity. The 14f isleeve introducer sheath was inserted and an acurate neo2 transfemoral (tf) delivery system (ds) with loaded acurate neo2 valve was advanced. During removal of the acurate neo2 tf ds, the physician was unable to withdraw it into the 14f isleeve introducer sheath. The acurate neo2 tf ds and 14f isleeve introducer sheath were removed as a unit. A new 14f isleeve introducer sheath was inserted to complete the procedure successfully. Upon removal of the 14f isleeve introducer sheath, damage to the tip and end of the shaft, along with shaft kinks, were observed. No patient complications were reported. It was further reported that unusual resistance was encountered while advancing the acurate neo2 tf ds into the 14f isleeve introducer sheath and it was suspected damage may have occurred to the 14f isleeve introducer sheath at this time, however this is not confirmed. Additionally, clarification was provided that the first 14f isleeve introducer sheath was used to complete the acurate neo2 valve implant and the second 14f isleeve introducer sheath was used to prevent bleeding and for post-dilation.

Manufacturer narrative:
H3 device evaluated by MFR.: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The 14f isleeve introducer sheath was returned without the dilator. Visual inspection revealed all three seams to be expanded with the tip split. The expanded seams and split tip of the 14f isleeve introducer sheath occurred along the seam line and is expected with use of the device as the seams and tip are designed to expand to allow passage of delivery system and balloon aortic valvuloplasty devices during the procedure; therefore, this is not considered damage to the device. The 14f isleeve introducer sheath had numerous kinks and buckling damage. The damage is consistent with damage due to interaction with another device during advancing and removal from the 14f isleeve introducer sheath. Microscopic inspection revealed the tip was torn and damaged with a portion prolapsed inside of the 14f isleeve introducer sheath. The tip was not able to be removed from the inside of the 14f isleeve introducer sheath. The damage is consistent with interaction with another device, resulting in the other device pulling the tip into the 14f isleeve introducer sheath. Three photographs were provided to aid in the investigation and were reviewed by a bsc quality technician. The photographs showed the 14f isleeve introducer sheath kinked/buckled and the tip damaged. The damage in the photos is consistent with the damage observed on the returned 14f isleeve introducer sheath. Product analysis and media review confirmed the reported device damage, as the sheath and tip were damaged. The reported difficulty to remove and advance ancillary device were not able to be confirmed, as the clinical circumstances could not be replicated.

Manufacturer narrative:
B5 - additional information added h6 - device code added.

Event description:
It was reported that atypical tip damage occurred. A transcatheter aortic valve replacement procedure was being performed with use of a 14f isleeve introducer sheath for femoral access. The patient's femoral anatomy contained mild calcification, mild stenosis, and mild tortuosity. The 14f isleeve introducer sheath was inserted and an acurate neo2 transfemoral (tf) delivery system (ds) with loaded acurate neo2 valve was advanced. During removal of the acurate neo2 tf ds, the physician was unable to withdraw it into the 14f isleeve introducer sheath. The acurate neo2 tf ds and 14f isleeve introducer sheath were removed as a unit. A new 14f isleeve introducer sheath was inserted to complete the procedure successfully. Upon removal of the 14f isleeve introducer sheath, damage to the tip and end of the shaft, along with shaft kinks, were observed. No patient complications were reported. It was further reported that unusual resistance was encountered while advancing the acurate neo2 tf ds into the 14f isleeve introducer sheath and it was suspected damage may have occurred to the 14f isleeve introducer sheath at this time, however this is not confirmed. Additionally, clarification was provided that the first 14f isleeve introducer sheath was used to complete the acurate neo2 valve implant and the second 14f isleeve introducer sheath was used to prevent bleeding and for post-dilation.

Event description:
It was reported that atypical tip damage occurred. A transcatheter aortic valve replacement procedure was being performed with use of a 14f isleeve introducer sheath for femoral access. The patient's femoral anatomy contained mild calcification, mild stenosis, and mild tortuosity. The 14f isleeve introducer sheath was inserted and an accurate neo2 transfemoral (tf) delivery system (ds) with loaded accurate neo2 valve was advanced. During removal of the accurate neo2 tf ds, the physician was unable to withdraw it into the 14f isleeve introducer sheath. The accurate neo2 tf ds and 14f isleeve introducer sheath were removed as a unit. A new 14f isleeve introducer sheath was inserted to complete the procedure successfully. Upon removal of the 14f isleeve introducer sheath, damage to the tip and end of the shaft, along with shaft kinks, were observed. No patient complications were reported.